Event description:
On (B)(6) 2013, it was reported that high impedance was observed during vns replacement surgery. The lead was removed and re-inserted into the generator several times; however, the high impedance message persisted. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Follow up with the physician's office found that the patient was seen and system and normal diagnostics showed the device was ok and no further action is being taken at this time. Attempts have been made for additional information; however, they were unsuccessful. No additional information has been received.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR indicated that the reported event was high impedance; however, review of the available data showed that the warning messages received would have indicated low impedance. This report is being submitted to correct this information.

Manufacturer narrative:
Review of the available programming and diagnostic history and internal device data. Additional information indicates that the suspect device is the generator.

Event description:
Review of the available programming and diagnostic history showed three diagnostic tests were performed on (B)(6) 2013 and all were within normal limits. Review of the internal device data indicated that no system diagnostic tests were performed at the time of implant. Review of data from (B)(6) 2013 showed that the impedance changed from 0 ohms to 2174 ohms on (B)(6) 2013. The 0 ohms appeared to a be a value stored from final electrical testing prior to distribution suggesting that this value was not cleared by performing a system diagnostic test on the day of implant.